Event description:
Customer reported that pump would turn off and occasionally reset, seeking a fix for the issue. There was no reported impact to the customer¿s blood glucose level. Customer was advised to navigate through the pump to check for alerts or errors, and it was suggested to call back for further troubleshooting once more information, such as the pump serial number, was available.